Event description:
The customer stated that they are getting inaccurate aorta diameter measurements from the aortascan.

Manufacturer narrative:
Additional device system component part number: 0570-0309/p7001119. Device was not returned for evaluation.